Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 132 mg/dl. The customer stated that she remembers treating her blood glucose of 350 mg/dl with a bolus, but her sugar level kept increasing. No further information was provided.

Manufacturer narrative:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading at time of the call was 132 mg/dl. The customer stated that she remembers treating her blood glucose of 350 mg/dl with a bolus, but her sugar level kept increasing. No further information was provided.